Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. The customer's blood glucose level was not impacted. Reportedly, the customer was able to completed the load successfully.